Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the patient that she has a bump on her right ankle after a muscle hernia repair with primatrix. Medical intervention was required to remove the primatrix on (B)(6) 2017. Additional information received on april 16, 2017 from the patient: "for the right leg I still have it in my left leg without problem. My problem is mainly scar tissue build up which may or may not have been caused by the product. I am starting to think it's not . But my concern is that I have 4 more muscle hernias from rollerblading and I switched doctors but if they choose to repair ID much rather have the primatrix biodegradable versus a plastic mesh because it's working very well in the left leg. Only the right leg had the problem. I was actually going to ask them to try it again on the other hernias that are causing me pain. Like I said I had primatrix in both ankles and it was only removed in one but the doctor didn't see that it was causing a problem rather just a bunch of scar tissue building up around the surgery site where the muscle was removed and the primatrix placed." Additional information has been requested.

Manufacturer narrative:
Additional information received from the patient on (B)(6) 2017: - age: (B)(6) - reason for implantation: muscle hernia repair. - date of initial surgery: (B)(6) 2017. - date noticed bump: (B)(6) 2017. - description of bump: red, shiny, size of a fingernail. - is it painful?- very. - discharge?- no. - did you went to the doctor? I did go to the doctor. - treatment plan prescribed- removal of device ((B)(6) 2017). - additional studies performed- none. - additional procedure scheduled- not at the moment but possible in few months - how are you doing now? I am with the same problem around the area where the device was as scar tissue filled the areas.

Manufacturer narrative:
Integra has completed their internal investigation on may 10, 2017. Results: device has not been returned for evaluation, therefore failure analysis cannot be performed. DHR review; all product specifications were met. There are no non-conformances or capas associated with this product lot. Complaints history; a trackwise search was conducted for complaints specifying "bump" for this trend analysis; this is the only complaint of a bump related to primatrix within the past year. Complaint rate: one complaint of (B)(4) units sold within the past year; (B)(4). Conclusion: device has not been returned for evaluation, therefore root cause analysis cannot be performed.